Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after diagnostic aortogram procedure. Reportedly, when attempting to insert the proglide device into the graft in the right common femoral artery, the feet on the device deployed. An audible click was heard. No levers were moved by the physician. The guide of the proglide device separated where the proximal and distal guide meet. The patient was taken to surgery to remove the separated portion of the guide and to close the artery. The patient was admitted for observation; however, the patient was in stable condition in postop. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for guide separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of proglide devices have not been established in patients with access sites in vascular grafts.